Event description:
Spontaneous call, pt states her pump (serial number (B)(4)) alarmed with a high pressure alert. Pt was able to switch to back up pump. Did the reported product fault occur while in use with pt? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. No other info known. Reported to (B)(6) by pt/caregiver.